Event description:
It was reported that the customer was hospitalized due to high blood glucose and ketones; treated with insulin drip. Blood glucose was around 360 mg/dl. It was stated that the infusion set stopped working during the night and in the morning the ketones were high. Most recent blood glucose value was 156 mg/dl. Settings adjustments are being done by the doctor. Nothing further reported.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.